Manufacturer narrative:
Our product evaluation laboratory received one fogarty catheter. The balloon was ruptured near the proximal windings. The latex edges did not seem to match at the ruptured region. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter¿. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. Both distal windings and proximal windings were intact. No visible damage was observed from the catheter body. The report of "balloon burst" with missing latex was confirmed. An engineering evaluation task was initiated to assess manufacturing-related processes which could be correlated to the complaint. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use the balloon burst on this fogarty catheter. No report of patient injury. Patient demographics requested, but not received.